Event description:
It was reported while the stent was being deployed after a balloon perforated, the brachial artery during a declot, the blue catheter broke in half at the blue part 15 cm down from the handle. The patient experienced blood loss and a hematoma while it took the doctor an extended amount of time to deploy the stent manually. The patient is fine, but is experiencing pain at the site of the hematoma.

Manufacturer narrative:
The returned sample has recently arrived at the manufacturing site and is currently under evaluation.